Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a cine drive error at boot up. No patient injury was reported.